Event description:
It was reported that the right ventricular (rv) lead was exhibiting high impedance. It was decided to monitor the patient via remote transmission. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was later reported that the impedance measurements of both the high voltage lead portions continued to be high as well as variable. The lead was disconnected and reconnected. After reconnection the high voltage lead impedance measurements returned to a normal and stable range.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated a lead impedance out of range alert. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) defibrillation coil was variable. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance trend on the svc (superior vena cava) defibrillation coil was variable. A sub-threshold lead impedance alert was recorded on (B)(4) 2011, (B)(4) 2011, (B)(4) 2012, (B)(4) 2012 and (B)(4) 2014. Svc defibrillation and defibrillation acti ve can impedances vary from 55 ohms to > 250 ohm throughout the record.